Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height main drawer 2.2 was intermittently not detected on the bus. A field service engineer (fse) inspected and found no issues on the drawer, removed the back panel, reseated all connections, observed that no controller board bus lights were flashing, and no obstructing material was found. The fse then rebooted the device to resolve, and the customer was able to inventory the drawer multiple times without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, main drawer 2.2 was not on the bus. The customer mentioned that the pharmacy technician tried to reboot and recover, but the issue persisted. The customer reported that this malfunction caused a delay when the user tried to dispense medication to the patient and the user managed to get the medicines from pharmacy. However, there were no adverse events or injuries reported based on this event.